Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of transcripts revealed noise and unstable impedance measurements on the right atrial lead. Patient would be closely monitored. No symptoms were reported.

Event description:
New information noted that patient presented in clinic. Noise could not be replicated and impedance values were stable. Patient would be monitored.